Event description:
It was reported that the right atrial (ra) lead dislodged one day after implant. The lead was explanted and replaced. It was also reported that, after implantation and pocket closure of the second lead, it was discovered that the second lead dislodged as well. The second lead was explanted and replaced also. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.